Event description:
The gastrointestinal videoscope was returned to the service center with a report of "damage caused by adhesive wear on the fiber optic lenses and image sensor lens (adhesive cracked and broken in some places)". This does not indicate an MDR reportable event. However, during inspection of the device at the service center, an MDR reportable malfunction was noted in which corrosion was found on the c-cover, objective lens, and light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunctions was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.